Event description:
The customer reported that the system displayed a collimator error and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A generator calibration configuration was performed and the collimator data was restored. The system was tested and found to be working as intended and put back into service.